Event description:
Md attempted insertion of a triple lumen central line into right ij vein. Using seldinger technique, a guide needle was inserted into the ij and then a wire was introduced and the needle removed. A skin nick was performed and then dilation was attempted with the included dilator. The dilator would not easily pass through the soft tissue and eventually led to the wire bending. This was removed and a second attempt was performed with a new kit - the same problem was encountered. A third attempt was made with a third kit at a new insertion site but the same problem occurred. Finally, a dilator from a different model kit (a cordis introducer) was used with success and triple lumen was placed. FDA safety report ID# (B)(4).